Event description:
A tech reported a case of trace superficial punctate keratitis (spk), observed on a pt's right eye one month post lasik treatment. Pt noted being sensitive to light. Additional info has been requested. There are two reports related to this pt. This report addresses the right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).